Event description:
A medtronic representative reported that during a standard fess (functional endoscopic sinus surgery), the buttons on the preparatory task screens all show up red. In the plan task, the images were red, making it difficult to see them. They proceeded into navigation and the images were white again. However, when they toggled back to the beginning screens and went back to navigate, the images were again red. After a few minutes the images returned to normal coloring and navigation proceeded. No impact on the pt outcome was reported.

Manufacturer narrative:
A monitor and data cable have been sent to the site for resolution of the issues. No parts have been received back for evaluation.